Event description:
The patient attended for routine yearly follow up on monday and we were completely unable to interrogate the device at all. The screen displayed as if interrogating but kept displaying the 1st error message (img 1477) despite being fully over the device with the header and the header being full lit, even movement of the header into numerous positions did not help. Pacing was confirmed via magnet and ECG. As the device has been in situ since 2006 it was decided to urgently box change this patient. Device was explanted on wednesday. During which I managed finally after 10 minutes to be able to interrogate randomly, battery was displaying 39 months and all parameters ok. However I was not able to reprogram anything as it kept giving me the error message (img 1477) and then another error message (img 1478).

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190114 - file-2018-03740 - analysis_and_closure_report_resp-2019-00042.pdf].

Event description:
The patient attended for routine yearly follow up on monday and we were completely unable to interrogate the device at all. The screen displayed as if interrogating but kept displaying the 1st error message (img 1477) despite being fully over the device with the header and the header being full lit, even movement of the header into numerous positions did not help. Pacing was confirmed via magnet and ECG. As the device has been in situ since 2006 it was decided to urgently box change this patient. Device was explanted on wednesday. During which I managed finally after 10 minutes to be able to interrogate randomly, battery was displaying 39 months and all parameters ok. However I was not able to reprogram anything as it kept giving me the error message (img 1477) and then another error message (img 1478).